Manufacturer narrative:
Although requested, the device has not been received and no patient specific details were provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that infusion therapy has been delayed and missed due to the clamp not being released. No patient harm was reported. Although requested, no specific event details were available for this event.